Event description:
Aventis case ID: (B)(4). Initial report received on (B)(6) 2007 from a consumer: this spontaneous case involves a female patient receiving poly-l-lactic acid (sculptra) for the treatment of an unknown indication. The consumer reported that she had 4 treatments in (B)(6) 2006 and six months later it had worked. Then, two months after ((B)(6) 2006) it completely collapsed and she has large bumps on her face that have not gone away as promised with cortisone. Concomitant medications and medical history was not provided. Lot numbers and expiration date was not reported. No further information provided. Additional information received on (B)(4) 2007: the consumer reported that the bumps are located below her mouth and they feel like a small pea. No further information provided. Addendum for follow-up received from the consumer via ppd on (B)(6) 2007: the consumer stated that the indication of the poly-l-lactic acid (sculptra) was to fill out her face post throat radiation in 2004, which left her facial features looking "sunken in." (Indication for the throat radiation not specified.) She was requesting information about alternatives to surgical treatment of papule formation post poly-l-lactic acid injection. No additional medical information was reported.

Manufacturer narrative:
Additional information for poly-l-lactic acid (lot number unknown) from (B)(4): batch record review (brr) without hint to root cause. No faults, defects damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history report (DHR) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation result shows that this kind of event isn't batch related. Conclusion: no faults detectable. Additional information for poly-l-lactic (lot number unknown) from (B)(4): brr without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed ni USA. The review of the DHR and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. Conclusion: no faults detectable.